Manufacturer narrative:
The embolic protection device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: difficulty retrieving embolic protection device. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician was unable to retrieve the emboshield. The retrieval system could not advance past the placed stent. Another manufacturer's retrieval device was used to successfully retrieve the device. One day post procedure, the patient was discharged to home. There was no adverse patient effects reported. Although requested, there is no additional information available. Choice study event.